Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Healthcare professional reported left side "rupture of a saline device" . The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual analysis of the returned device identified, opening, fluids, crease fold. A leak test was performed and found opening. A microscopic analysis was performed which identified, a crease sharp opening on anterior portion of the device. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: a crease sharp opening on anterior assessed, as fold flaw opening.

Event description:
Healthcare professional reported, left side "rupture of a saline device". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "rupture of a saline device" . The device remains implanted.